Event description:
The customer reported that he and another employee experienced human reaction from a cancelled load. The customer reported that when the other employee was unloading a package from a cancelled cycle, the employee experienced burning in his eyes, on his face and hands. The employee flushed the affected areas with water. He did not seek medical attention or require treatment. Upon follow up, the employee reported that the load cancelled the first time with "moisture in load" error. He reported that he did not rewrap the load before processing again. The load cancelled for the same issue the second time and the employee touched the "damp" load. The customer and the employee refused an in-serviced by an asp staff as they believed that it was their error for not rewrapping a cancelled load. The customer reported that the issue has not reoccurred since and their symptoms have resolved. The customer reported that the vaporizer plate was in place correctly at the time of the event. It was also reported that the customer and the employee were not wearing personal protective equipment.

Manufacturer narrative:
Other, skin contact. Reference 2084725-2008-00603 for the customer with redness to the face and hand.